Event description:
The physician reported that the battery in the handheld died completely and that the battery is probably bad. The physician reported that he has kept the unit plugged into the outlet. The physician has another programming system so no patients were affected. No additional information has been obtained to date.